Manufacturer narrative:
The reported event of heat was not duplicated by the service technician through functional evaluation, but was found possibly attributable to a worn rotor assembly. Upon disassembly, the technician found the rotor assembly was worn. Based on a review of previous similar events, a damaged rotor may cause or contribute to heat.

Event description:
The customer reported that the device was overheating during testing at the user facility. There were no adverse consequences related to this event.

Event description:
The customer reported that the device was overheating during testing at the user facility. There were no adverse consequences related to this event.